Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Aneursym and vessel morphology are unknown. The patient has a history of coronary artery disease, hypertension, and diabetes. It was reported that the bifurcated device was positioned too low; therefore, an aortic extender cuff was implanted. It was reported that the aortic extender cuff was accidentally positioned too high, covering 50-75% of the left renal artery. The physician's attempts to pull the cuff down helped only slightly; therefore, the decision was made to place a bridge stent in the left renal artery. The renal artery was reported to be 80-100% patent at the end of the procedure. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.